Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the main lamp on their evis exera iii xenon light source became unstable, and the unit switched to the emergency lamp. Reportedly, this occurred during an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, ¿main lamp does not ignite, but spare lamp does work¿ was confirmed. An accumulation of dust was observed in the cooling fan. It was found out that the main lamp did not ignite because the device was overheated. The device was found to have not received regular maintenance based on manufacturer¿s recommendations. It was recommended that a field technician visits the customer to warn him about the greater risks in the lack of proper regular maintenance causing devices to fail. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating. ¿ olympus will continue to monitor field performance for this device.